Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. Customer did not have symptom. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 523 mg/dl. Customer current blood glucose level was 523 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer declined to check air bubbles and leaks. Customer declined to check bolus wizard settings for accuracy. Customer reported. The battery cap was damaged. Customer reported low alert battery less than a week and power loss. The infusion set changed (B)(6) 2018. Product will not be returning for analysis.